Event description:
The plaintiff's attorney alleged the pt experienced a several sudden cardiac events and approx two days to four months apart. Subsequently, the pt expired approx six days and a half months after the first onset of the sudden cardiac events; all of which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. A f/u report will be submitted upon receipt of any add'l info.